Event description:
The customer reported a contained cta (closed tube aliquotter) sample syringe leak involving the synchron lxi 725 system. The customer indicated that less than 1 ml of wash fluid leaked. The customer was wearing personal protective equipment including gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer replaced the cta sample syringe to resolve the issue and no further leaks were observed. The customer called to cancel the service appointment and a beckman coulter fse (field service engineer) was not dispatched for this event. Failure mode is attributed to the cta sample syringe and the customer resolved the issue by replacing the cta sample syringe. (B)(4).